Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinder was visually inspected, leak tested, pressure tested and microscopically examined. Cylinder has wear at a fold in proximal cylinder body and in cylinder body; however, no fluid leaks were found. Cylinder has a excess air between the inner and outer tubes when inflated with syringe; bulging was present. Cylinder was not pressure test due to bulge was identified. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital when one side of the inflatable penile prosthesis(ipp) cylinder was swollen. The inspection showed that the left cylinder swelled due to overuse and two weeks later the patient had a surgical procedure to replace the ipp. After the replacement that patient got better and a patient outcome of stable was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital when one side of the inflatable penile prosthesis(ipp) cylinder was swollen. The inspection showed that the left cylinder swelled due to overuse and two weeks later the patient had a surgical procedure to replace the ipp. After the replacement that patient got better and a patient outcome of stable was reported.